Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer's continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. The customer consumed carbohydrates to address low bgs. The cause of the reported low bg levels was due to the customer unknowingly having control iq software off and not treating bgs manually because customer thought control iq software was on and would adjust insulin automatically. No additional information was provided. Customer declined to further troubleshoot and ended the call with tandem technical support.